Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met mfg spec prior to shipment. Based on the info rec'd, the cause for the reported event could not be conclusively determined.

Event description:
It was reported the physician deployed the anchor in the vessel, then went to pull up to release the suture and met resistance. The pt underwent surgery to remove the angio-seal device. The pt status was reportedly good. The rep has trained the physician since this event to troubleshoot this issue to avoid surgical intervention.